Event description:
The pt reported experiencing insulin leakage while using the insulin cartridges. The pt stated the cartridges leaked from the seal. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The insulin cartridges were replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.